Event description:
It was reported that an x-ray was performed and indicated that the catheter had 'snapped right at the entrance of the spine and was freely flowing within the spine.' The device system was used to deliver baclofen. It was also noted that 'baclofen was pooling into the back, but not getting completely to where it should be.' It was thought that the catheter may have snapped due to a patient seizure. It was noted that the patient had 'seizures at all times' but started to have grand mal seizures about 2 months after the patient's second pump was implanted. The patient was 'talked out of having surgery to have this removed due to infection.' It was reported that the physician agreed to remove both the catheter and the pump. The pump was replaced.

Event description:
It was later reported that the last time the patient was at a high dosage, the caller noted that nobody had realized there was anything wrong and the catheter had snapped at the base of the spine. The caller stated a couple months later the hcp found the x-rays on their desk and told the patient the tubing had snapped, thus the patient was getting low amounts compared to what they should be dosing at.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: the patient was talked out of having surgery to have his pump replaced due to the risk of infection.

Manufacturer narrative:
Product ID 8709, lot# l75111, implanted: 2000-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).